Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record for this lot revealed zero ncr's written. The assembly lot, subsequent lots for the components and related raw material lots met all dimensional and cosmetic criteria at the time of manufacture and release. All dimensional criteria related to this failure were verified except directly in the damaged area as noted above. Given these facts, the results of the investigation into this complaint are indeterminate. (B)(4).

Event description:
During a sternal closure using the titanium sternal system, the surgeon attempted to bend a titanium sternal plate using the combination bending pliers to better suit the patient's anatomy. Upon bending the plate, the surgeon complained that the emergency release pin, which was part of the sternal plate, bent and became stuck in the sternal plate. When the surgeon tried to pull the emergency release pin out, part of it broke off and was discarded. The other part still remains in the plate. The other part still remains in the plate. The surgeon used another plate to complete the procedure without harm to the patient.